Event description:
The customer reported the system had a low kv errors accompanied by intermittent image loss. Functionality was recoverable. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube needs to be replaced. The reported issue is currently under investigation.